Event description:
It was reported that stent migration occurred. The target lesion was located in the superior mesenteric artery. A 6.0mmx18mmx90cm express sd stent was deployed far into the aorta. Subsequently, another 6.0mmx18mmx90cm express sd stent was advanced to anchor with the already deployed stent. However, the stent came off the balloon as well as knocking the already deployed stent out of place. Both stents were snared and retrieved from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.